Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who diagnosed with peritonitis. The cause of peritonitis was break in aseptic technique. The hp was treated with injection (inj.) Vancomycin intravenous (IV) 1g stat (continued for 5 days) and inj tazobactam (described as tazt)- IV 4.5 g twice daily (bd).